Event description:
Report 1 of 2: it was reported prior to use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, 500 tubes contained gel air bubbles. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary : bd had not received any samples or photos for investigation. Therefore, a total of 100 retained samples were visually inspected, with no issues being identified. Complaints for sample quality are under statistical control for the month of april 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: gel air bubbles and poor barrier separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported during use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, an unspecified number of tubes contained gel air bubbles. There was no health impact or consequences reported.

Manufacturer narrative:
E1: initial reporter phone #: (B)(6). E1: initial reporter address 1: e1: initial reporter city: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: b5. Describe event or problem: "report 1 of 2: it was reported prior to use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, 500 tubes contained gel air bubbles. There was no health impact or consequences reported."

Event description:
Report 1 of 2: it was reported prior to use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, 500 tubes contained gel air bubbles. There was no health impact or consequences reported.